Manufacturer narrative:
Report required by FDA for eua. (B)(4). Relates to 3014862188-2022-00352 (B)(6) and 3014862188-2022-00354 (B)(6).

Event description:
User reported 3 false positive results. No information regarding any follow-up testing was provided. This report 2 of 3.